Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a lead safety switch (lss) was triggered on this pacemaker by high, out-of-range impedance measurements. Some undersensing was noted in rhythmiq episodes and myopotential oversensing occurred as well. The patient is not pacemaker depended so the oversensing did not result in pacing inhibition. The patient also complained of pectoral stimulation. Boston scientific technical services (ts) discussed potential programming changes to optimize therapy. The device was reprogammed out of lss and rhythmiq was programmed off. No additional adverse patient effects were reported. This device remains in service.